Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's spouse reported via phone call that the insulin pump was alarming no delivery during bolus and the customer was experiencing high blood glucose over 600 mg/dl. Customer treated with manual injection. The customer changed the infusion set and the cannula was not bent. It was advised to disconnect at the quick release and perform fixed prime; insulin did exit. Customer was on the 3rd set change, all out of the same box. It was advised to reconnect the tubing at the quick release and prime; insulin exited. Customer was advised that the site may have been occluded and to change the entire infusion set. It was advised to use infusion sets from a different lot. They stated that the customer's doctor recommended to get the insulin pump replaced. The insulin pump would be replaced and returned for analysis.